Event description:
It was reported that during a lap chole procedure, 8 clips were placed, 4 on the cystic duct and 4 on the cystic artery. The duct was transected and the artery was transected and suction irrigation was introduced. While applying suction, 3 clips on the cystic artery simultaneously were sucked off at the same time. The surgeon grasped the artery to control bleeding, placed 2 more clips with the device and then changed to another device to complete the case. It is unk how much blood was lost, but no blood transfusion was needed. There was no reported patient consequence.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.